Event description:
It was reported that the patient underwent a revision procedure wherein the paddle lead was replaced with two linear leads due to an unknown reason. Additional information was received that the reason for lead replacement was due to the paddle lead causing contusion at t9 vertebrae. The patient still remain confined in the hospital.

Event description:
It was reported that the patient underwent a revision procedure wherein the paddle lead was replaced with two linear leads due to an unknown reason. Additional information was received that the reason for lead replacement was due to the paddle lead causing contusion at t9 vertebrae. The patient still remain confined in the hospital.

Manufacturer narrative:
Sc-8336-70 (sn: (B)(6). The returned lead was analyzed and visual inspection revealed that the lead was cleanly cut into three pieces. With all the available information, boston scientific concludes the reported lead replacement was due to the paddle lead causing contusion at t9 vertebrae was confirmed. The engineer confirmed that the clean cut damage to the lead was a result of a typical explant procedure and was not considered a failure. Therefore, a known inherent risk of device was noted.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the paddle lead was replaced with two linear leads due to an unknown reason.